Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the failure to advance was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was attempted to be implanted with an impella 5.5 for mechanical circulatory support. Multiple attempts were made to implant the impella 5.5 however unable to pass through vasculature. The 5.5 was aborted and an impella cp was placed. There was no reported patient harm.